Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.